Event description:
At about 2 months after primary, the patient came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-dec-2024. (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved devices: reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot. 2003761 batch review performed on 19-dec-2024 (B)(4) items manufactured and released on 06-nov-2020. Expiration date: 2025-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.